Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the audio bolus button was under responsive and moisture was observed behind the display. It was reported that the bolus button was undamaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/28/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection showed a torn audio bolus button and moisture behind the display lens; the pump powered up, but with a blank display. The functionality of the audio bolus button could not be completely evaluated due to the internal moisture contamination. The pump failed a leak test due to damage in the pump casing near the display lens and battery compartment. The pump cover was removed and evidence of moisture contamination was observed on internal components.